Manufacturer narrative:
The event unit was returned to applied medical for evaluation, without the specimen bag. Visual inspection confirmed the complainant¿s experience of component separation, as the bead assembly was returned detached from the specimen bag. Based on the condition of the returned unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified. Correction: including company representative in g2.

Event description:
Procedure performed: cholecystectomy. Event description: [translated:] incident the bag did not close; the ring came loose from the bag. Consequence: longer operating time, particularly to find the detached part; use of another device. Additional information received from applied medical rep. Via email on 12mar25: according to the surgeon bead did not completely detach from the bag, only the metal ring around the bead detached. Additional information received from applied medical rep. Via email on 06may25: from the feedback we had received from the customer, this is indeed the event unit that was sent back to you. Intervention: use of another device. Patient status: patient is fine.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided upon the completion of the investigation.

Event description:
Procedure performed: cholecystectomy. Event description: [translated] incident the bag did not close; the ring came loose from the bag. Consequence: longer operating time, particularly to find the detached part; use of another device. Additional information received from applied medical rep. Via email on 12mar25: according to the surgeon, bead did not completely detach from the bag, only the metal ring around the bead detached. Intervention: use of another device. Patient status: patient is fine.